Manufacturer narrative:
Device is combination product. The promus elite ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage with struts on the mid-stent rows lifted and pulled in all directions. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11/11/2019. It was reported that the device was unable to cross the lesion. The target lesion was located in highly tortuous and highly calcified left anterior descending artery. Following predilitation with a maverick balloon, the 3.0x16mm promus elite drug eluting stent was advanced but was unable to cross the target lesion. Dilation was done at high pressure and the lesion was treated with another stent. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.